Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0195 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that as the nurse was trying attach the connector after inserting ¿groshong nxt clearvue 4f PICC¿ and she experienced bend at the connector end and catheter got blocked she could not aspirate or infuse. Finally she has to cut the catheter near the connector and used groshong repair kit and resolved the issue. She also shared that she experience same problem with same batch in 2 more cases yesterday and used repair kit to resolve the issue. This report addresses the second device.